Manufacturer narrative:
The company service representative examined the system. And replicated the reported event. The company service representative returned, during a subsequent visit and replaced the core module to resolve the issue. Unrelated to the reported event, the fiber optic cable and footswitch were broken and replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming core module. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported only experiencing 500mw laser power output during surgery. The case was completed without patient harm. However, the event extended the surgical time.